Event description:
Lens opacification was observed approximately 35 months postoperative. Lens remains implanted in the pt's eye.

Event description:
Add'l info: lens was explanted.

Event description:
Corrected information: lens was not explanted. Lens remains implanted in the patient's eye.